Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information noted that no dislodgement was noted when it comes to the lead. The patient was booked for normal follow ups.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient visited the hospital's emergency center due to pacing failure on this right ventricular (rv) lead. The device was checked and intermittent pacing failure was confirmed. The patient had an escape rhythm thus the ventricular outputs were changed. The patient was then monitored and no further pacing failure was noted. An x-ray was performed and it appeared that the rv lead was slight in a different position than before. High pacing thresholds were also noted. The device was reprogrammed and a possible repositioning or a new lead is being considered. No adverse patient effects were reported.